Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bypass, while the device was being used to gastrojejunal anastomosis, the stapler was able to fire but had poor staple formation. During blue test, it was realized that the anastomosis was not tight. The surgeon had completed the anastomosis with a manual suture. Of which reload was involved in this case was uncertain. There was no patient injury.